Event description:
It was reported that during pt ECG monitoring, the operator attempted to perform an ECG printout and the unit switched itself off. The operator was unable to power the device back on. Another ECG monitor was made available and used to monitor the pt. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.